Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred. Reportedly, the pump informed the user that the cartridge was overfilled. The user filled the cartridge with 300 units. The customer reported a blood glucose level of 134 mg/dl. Reportedly, the customer loaded another cartridge.